Event description:
Information received indicates the bed cannot be raised or lowered correctly.

Manufacturer narrative:
The technician isolated the issue to sticking valves. The technician replaced the valves to repair the bed.